Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm. The customer declined troubleshooting for the failed battery test. The customer¿s blood glucose level was 565 mg/dl. The customer did not mention how they treated their high blood glucose. The device will not be returned for analysis.